Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure with a 6fr sheath. Reportedly, a suture break occurred when removing the plunger on pre-closure for three prostyle devices. For the fourth prostyle device, the knot was unable to be advanced towards the arterial puncture site as the whole suture came out with the prostyle device. The sheath was upsized to a 14fr sheath and the tavr procedure was completed. Hemostasis was achieved via surgical cutdown repair. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.